Manufacturer narrative:
Repair evaluation information was received on 05/20/2024 and section h11 should be reported as: the manufacturer received information from uno legal litigation in reference to a rep dreamstation auto CPAP with an allegation of nose irritation, cancer and throat cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation auto CPAP with an allegation of nose irritation, cancer and throat cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.